Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the tip of the needle broke off into the patient's shoulder as the surgeon was passing through the cuff. The tip of the needle was not retrieved and the case was completed without further incident. The needle was never dry-fired or deployed prior to use in surgery. The needle was passed only one time prior to the needle breaking. The jaws were securely clamped on the tissue during suture passing. The needle did not hit bone or the cannula. The case was completed with a second surefire scorpion needle.